Event description:
A report was received that the patient underwent an explant procedure because her body was rejecting the device. The patient had a poor general health which contributed to poor surgical healing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #:(B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.